Event description:
The customer reported an issue where drops of insulin were not visible at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on filling a new cartridge, which the customer opted to do independently. No additional information was provided.